Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open bleeding wounds under the arms, under the breast area, and under the clasp where an old surgery scar is being irritated. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised that the cream the patient is using was acceptable to treat the wounds. Follow up indicated that the wounds improved.

Manufacturer narrative:
Not applicable.